Manufacturer narrative:
Section d10. Device available for evaluation? Yes. Returned to manufacturer on: 4/26/2020. Section h3. Device returned to manufacturer? Yes. Device evaluation: handpiece serial no. (B)(6) was returned for evaluation. Per evaluation report, there was no failure found. The handpiece operated within the specifications the reported issue was not confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event is unknown as it was not provided name is unknown telephone: (B)(6). Device evaluation: the device was not returned. The reported issue was not confirmed. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. The risk management files and trending were reviewed. There is not a recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. No labeling change is required. The review of the device history record (DHR) for ellips fx phaco handpiece showed that there were no related issues or related non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The handpiece is working within j&j specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, the surgery center experienced a loose connection between tip and hand piece. It is unknown if the tip was in the eye when the error occurred. There was no patient injury. At the time of this event, the surgery center suspected the tip as the suspect product. The tip was reported under MFR reporting number 3006695864-2019-01013. The surgery center now suspects the handpiece, therefore, this report is for the handpiece.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.